Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient's stimulation started down and around her rectum, but had now moved to above her butt crack. The patient stated that the stimulation was now like little needles or a bunch of bees stinging her. The patient noted that her bandage was still intact but was very loose. The patient mentioned that she turned her stimulation off. It was also reported that when they put the trial lead in, the patient felt pulsation in the rectum and pelvic area. The patient stated that during the trial the patient had urinary incontinence and the temporary lead slipped out a few days before it was to be removed. There were no further symptoms or complications reported or anticipated.